Event description:
The device was used during a total laparoscopic hysterectomy procedure. It was reported by the affiliate that while firing the device the surgeon heard a crunching noise. The device was reloaded and fired. The staples formed on the second firing but the knife did not advance. There was no pt consequence.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with your endopath endoscopic vascular linear cutter while performing a misc; laparoscopic hysterectomy. The product complaint analysis team has completed its investigation of the device which was returned to co will product inquiry #972475. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, cartridge condition, and cartridge return batch number; na. Instrument number; 271. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are; interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.